Event description:
Event description guidant received information that during a routine visit two months post-implant, this right ventricular lead was unable to capture the myocardium. There were no patient symptoms associated with this clinical presentation. At the revision procedure for this lead, the lead was successfully repositioned and this pacemaker, which is included in the low voltage capacitor advisory of june 23, 2006, was prophylactically explanted, replaced, and returned for analysis with no allegation against device functionality at this time.